Manufacturer narrative:
Exact date unknown, event occurred eight months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing chest pain when the stimulation was turned on and the pain went away when the stimulation was turned off. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and paddle lead were not returned due to hospital policy.